Manufacturer narrative:
(B)(4). 00620005022 ¿ shell ¿ 64503204. 00625006525 ¿ bone screw ¿ 64661377. Report source (B)(6). Complaint sample was returned and evaluated against the reported event. Visual evaluation identified nicks and gouges all over the outer surface of the liner indicative of attempts to insert the liner into the shell. The material was no protruding and no other damages were noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was requested and sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the liner was opened and found poly protruding at the bottom of the liner. The surgeon opened a new device to complete the surgery. There was approximately 30 min of surgery delay. Attempts have been made and additional information on the reported event is unavailable at this time.